Manufacturer narrative:
The mirage guidewire will not be returned for evaluation as it was discarded by the customer; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. Related mdrs for this event: 2029214-2019-00350, 2029214-2019-00351. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during spinal arteriovenous fistula embolization treatment, these both catheters puncture during guidewire insertion. The event happened prior to use in the patient. It was reported that after steam-shaping the tip of the marathon catheter for 10 seconds and trying to push mirage guidewire, there was a hole at the distal marker part of microcatheter. This same thing happened with two different marathon catheters. The catheter damaged at the distal tip. There were no reports of patient injury in association with this event.